Event description:
The customer reported to olympus, a b30 and e216 (scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device has not been received to date. Customer called olympus technical assistance center (tac) support to troubleshoot. The customer reported in doing hot swap scopes and do not cycle power. One of the s copes did give the same error on a 2nd tower. Tac instructed customer how to clean scope contacts and cycle power. The customer reported a e216, and the issue was with the scope. The customer reported the device was working as it should and will not be returned to olympus for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was confirmed that there was a problem with the scope, and the light source was normal. The phenomenon occurred in multiple scopes. The customer changed scopes without turning off the power of the devices. The subject device was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.